Event description:
Initial report received from pt that low battery alarm on her infusion pump had failed to sound, and that she was hospitalized for drug withdrawal as a result. The hospitalization was confirmed by health care provider, although the exact details of the hospitalization were not available. No further info is available from the voluntary reporter.

Manufacturer narrative:
03/17/1998: h6-primary finding of device analysis revealed normal battery depletion. No other significant anomalies detected.